Event description:
It was initially reported that the neurosurgeon had requested to have a back-up handheld computer due to several problems during implantation. No specific information was provided about the problems reported by the surgeon. Good faith attempts to obtain additional information have been unsuccessful to date. The reason for the general performance issues is unknown at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.